Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (mdt rep) reported a 0x4ea9bc8e code that occurred on his tablet today. The caller is in the or prepping a patient for a new vanta implant.  The code occurred when he attempted to start usage (implant device) on a vanta ins. He tried another vanta ins with the same code. He updated to sw version 2.0.2465 last week and has not read a vanta ins since the update. Pss conferenced it healthcare on the line and they were able to verify all apps were up to date. Pss had caller reboot tablet, and this resolved the issue. Confirmed to caller that it is ok to implant the vanta. Sent caller an email to reach back to it healthcare to capture log files. Also, caller indicated he was not attempting to convert pt data from stim trialing app or any other device.